Event description:
Caller reported that pump battery was depleting too quickly, which led to a pump shutdown. This shutdown caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high," but the exact highest value was unknown. The customer utilized a correction bolus via the pump to address the high blood glucose level. The customer continued to use the pump for insulin therapy.